Event description:
An olympus representative reported to olympus that the customer reported that the duodenovideoscope had low angulation, bending tube buckled and discolored, connecting tube discolored and wrinkle, found remote switches discolored. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps elevator has foreign material, the foreign material is yellowish/brown in color, but it is unknown what the foreign material and the k-wire has a cut with a bent part. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation it was found that the forceps elevator has foreign material, the foreign material is yellowish/brown in color, but it is unknown what the foreign material and the k-wire has a cut with a bent part. Additional evaluation findings were as follows: low reduced angulation, the bending tube was buckled, the bending tube, the connecting tube both were discolored, the connecting tube has a wrinkle, the remote switches were discolored, due to damage on k-pipe, water tightness is lost, the adhesive around objective lens has stain, the adhesive around light guide lens, the connecting tube, the bending section cover, discoloration/whitishness/corrosion or chemical damage on insertion tube, all has discoloration, the adhesive on bending section cover was detached, the knobs has play, due to clogging of channel tube, channel cleaning brush cannot insert smoothly, due to clogging of channel tube, forceps cannot be inserted smoothly, due to fray of k-wire, forceps raising angle does not meet the standard value, the image guide protector has a cut, the suction cylinder is shaved, the forceps channel port has a dent, the universal cord has stain, the light guide glass has a dent, the light guide lens, the plastic distal end cover, the scope connector, the grip, the protector of universal cord on scope connector side, the scope connector, the control unit, and the scope connector cover all have a scratch, the switch1, switch2, switch3, switch4, and the protector of universal cord on control section side all have a cut, and due to wear of angle wire, bending angle in down direction does not meet the standard value, due to wear of angle wire, bending angle in left direction does not meet the standard value, due to wear of angle wire, bending angle in right direction does not meet the standard value, the bending section cover has slack, due to wear of angle wire, the play of up/down knob is out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1, e2, e3 of the initial medwatch. The information was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to knob wire (k-wire) was cut due to fatigue breakdown by repeatedly raising forceps elevator. Additionally, k-wire was raised. Furthermore, reprocessing was not conducted properly due to occurrence of leakage from k-pipe. The event can be detected by following the instructions for use (IFU) sections: -inspection of the forceps elevator mechanism. -inspection of the endoscope. The event can be detected and prevented by following the IFU section which state: -using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work. Olympus will continue to monitor field performance for this device.